Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/18/2014).

Event description:
Consumer complaint of high blood results. Customer normally is 150-200 mg/dl two hours after meals. Back to back blood results were 288 and 188mg/dl. Last 5 results from memory were 256mg/dl, 239mg/dl, 437mg/dl, 380 mg/dl, 518mg/dl. Based on parkes error grid analysis, the bias between the highest result given (518) and the normal result (150) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is 150-200mg/dl two hours after meals. Back to back blood results were 288 and 188mg/dl. Last 5 results from memory were 256mg/dl, 239mg/dl, 437mg/dl, 380 mg/dl, 518mg/dl. Based on parkes error grid analysis, the bias between the highest result given (518) and the normal result (150) is located in zone c. No adverse event reported.